Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Two 10mm x 2.50mm wolverine coronary cutting balloon were selected for use. During procedure, it was noted that the balloons ruptured upon first inflation at 4atm. The devices were removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.